Event description:
The customer reported that striper was difficult to insert and to remove from trocar, and it was blocked because of the difficult insertion during the vitrectomy surgery. The surgery was completed by replacing the pak. There was no report of patient harm.

Manufacturer narrative:
One probe was received with tubing cut off, with trocar cannula hub assemblies in a pouch, in a tray, for the report. The returned sample was used in the testing of the trocar is sister complaint record (B)(4)prior to the creation of this complaint record. As part of the testing in (B)(4), the probe was cleaned prior to the functional testing performed due to the presence of foreign material. Therefore, the original state of the probe cannot be verified, and an evaluation is unable to be performed for this complaint record. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The original state of the received probe cannot be verified and an evaluation is unable to be performed. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. A potential contributing factor to the reported fit issue is the foreign material that was cleaned off of the probe prior to functional testing with the trocar in (B)(4). The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).